Manufacturer narrative:
D4 (serial) has been updated. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a patient presenting with ami/cgs and a history of prior CABG. The patient was supported with ecmella. Following re-thoracotomy, heparin was paused, and a high purge pressure alarm was noted. The pump was subsequently explanted, and ECMO support was continued. The reported events are purge pressure high, medical device removal, hemostasis, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient and support.